Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state c reporting institution phone # (B)(6). Reporting phone # (B)(6). Reporting address postal (B)(6).

Event description:
It was reported the customer requested assistance in interpreting logs from deceased patients to confirm functionality of the device.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation after review of the events, it was determined the device was functioning as expected, including alarms and careevent notifications. The complaint was escalated for technical investigation, and per the clinical audit logs, on (B)(6)2024, the device generated a yellow hf alarm for 30<38 at 08:45:23 followed by a red xbrady 24<25 08:45:46 and then asystole alarm at 08:46:20, this alarm was subsequently acknowledged on (B)(6)2024 at 08:46:55 at the pic ix. This alarm was delivered to gul ssk; orange ssk caregivers and acknowledged at the picix which ended the alarm at the careevent device. Based on the information available and the testing conducted, the device was functioning as intended and there was no trouble found with the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Corrected patient outcome code, health impact code, and type of reported complaint. Updated the event date as confirmed in device logs.

Event description:
It was reported the patient was sitting up in the chair for breakfast and started coughing. It was suspected there was an airway obstruction, so back blows and abdominal pressure were performed; however, the patient deteriorated and a code was called with the start of CPR. The rhythm at the time was unclear due to the external pacemaker connected to the patient. The patient's chest was emergently opened, revealing no cardiac tamponade; however, the heart was not beating. After approximately 30 minutes, the patient's death was pronounced. Prior to the event, the patient's heart rate was sinus rhythm at 80-100 bpm with an external pacemaker with epicardial leads connected. The patient did exhibit 3rd degree av block earlier in the admission.